Event description:
It was reported that a large volume infusor experienced slow flow. The flow rate and drugs being infused were not specified. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between october 5, 2012 to october 6, 2012 the sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.